Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following mechanism. The cutting wire contacted to the distal part of the endoscope since the rear end of the cutting wire was not extended from the distal end of the endoscope. The subject device was activated, and it caused spark. A part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction manual.

Event description:
During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke at the first output. The intended procedure was completed with another device. There was no patient injury reported.